Event description:
The device (ankle support) was tight and caused high degree of discomfort while wearing it. I bought size large which the packaging stated was for men's shoe size 11-13. I wear size 10 1/2 shoe. The product was tight and constrictive on the ankle. The product information on the box stated that large was for men shoe size 11-13. I wear size 10 1/2. Also while putting on the product there was a ripping sound and upon examination the product was ripped. Dates of use: 2009. Diagnosis or reason for use: ankle pain. Event abated after use stopped or dose reduced: yes.